Manufacturer narrative:
The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) large volume folfusors underinfused during infusion. The reporter stated that approximately 25% of the solution remained in the device. The device had been filled with 13500mg piperacillin/tazobactam in 230ml 0.9% sodium chloride. It was noted that the flow restrictor was taped to the skin on the upper arm. When measured in the clinic, 17% of the solution was found to be residual. There was no report of patient injury or medical intervention associated with this event. No additional information is available.